Event description:
It was reported that during implant insertion, the yukon polyaxial screw head "sheared completely off" where it meets the tulip. 2/3 of the screw shank remained in the patient. An attempt to remove the screw resulted in a 20 minute delay. No adverse consequences to the patient. The patient is reported to be "doing well." The surgeon was able to obtain good fixation and the surgery was completed successfully.

Event description:
It was reported that during implant insertion, the yukon polyaxial screw head "sheared completely off" where it meets the tulip. 2/3 of the screw shank remained in the patient. An attempt to remove the screw resulted in a 20 minute delay. No adverse consequences to the patient. The patient is reported to be "doing well." The surgeon was able to obtain good fixation and the surgery was completed successfully.

Manufacturer narrative:
Correction: updated from 'stryker spine (B)(6) to 'k2m, inc.' Visual inspection: the device was inspected, and it was observed that the screw head assembly with proximal ball feature had separated from the screw shank. The fracture occurs immediately distal to the proximal ball feature of the screw shank. Analysis of the fracture face suggests the failure occurred in torsion. A review of the device history was performed and there were no relevant manufacturing issues identified as all units met stryker specifications. A review of the complaint history records was performed and there were no similar complaints identified. Per surgical technique: when loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. Disengage the screw inserter by turning the knob above the sleeve counter-clockwise. Analysis of the fracture face suggests the failure occurred in torsion. According to the rep, the patient had very hard bone, and the screw head assembly and proximal ball feature of the screw fractured during implant insertion. The most likely cause of the reported event was determined to be the patient's bone quality. It is possible excessive force was applied to insert the screw in harder than normal bone, resulting in failure.